Event description:
Syringe pump tubing found to be leaking around the site between the micro tubing and the filter connection. It happened on two different lines. They were tight and continuing to leak. The fluid was visible in the well of the luer lock. Extension set flushed and noted to be leaking near female end of tubing despite connection being secure.

Manufacturer narrative:
One (1) sample was returned for evaluation. A sample arrived on 9/29/23 and was examined for any insight. The returned ams-467c was attached to another extension set, which contained a filter. As the ams-467c does not contain a filter, it was determined to not be a vygon product. The issue description clearly states that the leaking occurred between the filter and the microbore tubing bond, which is not part of the vygon extension set. To ensure that the vygon set did not leak somewhere that was not described. We performed a functional test for the returned sample by attaching a 10ml syringe of sodium chloride to the proximal end with a cap on one end of this set and pressurizing the set to reproduce the leak and help determine the actual location of the suspected leaks. No leaks were noted anywhere on the vygon extension set, or anywhere on the filter set. Vygon could not recreate the reported claim. Therefore, this complaint could not be confirmed. In addition, (B)(4) pieces from lot 180822bg, were leak and tensile tested to determine and confirm the customer's claim. All (B)(4) sets were tested, and zero failures were discovered and none of these sets showed any signs of leaking at the female or male luer. The ams-467c is assembled, packaged, and sterilized in colombia. The lot number is not provided by the customer; therefore, the lot history review cannot be performed. Corrective action: as the leaking reported could not be recreated this complaint cannot be confirmed. However as 3 of the 5 complaints reported by (B)(6) hospital could be confirmed several updates were made to ensure inspection of goods at incoming in pa, and an investigation into the assembly of the ams-467c. Reference dver-0020. Additionally, vygon has decided to provide lot 160623bg as a replacement for any remaining pieces. Prior to sending it to the customer, functional testing was performed to ensure there were no failures. A c=0 aql 0.1 inspection of the lot was conducted, and zero failures were identified in the (B)(4) pieces tested for leaks and bond strength.

Event description:
Syringe pump tubing found to be leaking around the site between the micro tubing and the filter connection. It happened on two different lines. They were tight and continuing to leak. The fluid was visible in the well of the luer lock. Extension set flushed and noted to be leaking near female end of tubing despite connection being secure.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.